Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The issue involved a resettable malfunction code, and technical support provided assistance in resetting the pump. The same malfunction did not recur after the reset, allowing the customer to continue using the pump.